Event description:
During an ultrasound guided diagnostic/therapeutic aspiration of a large periosseous and periprosthetic collection in the left thigh, a yueh centesis disposable outer flexible catheter needle broke. A two centimeter fragment of the catheter broke off and likely remains in the proximal left thigh periosseous and periprosthetic collection. The two centimeter fragment could not be visualized with ultrasound following the procedure.